Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings off the device. The distal end of the insertion shaft is broken off and was not returned. The proximal end of the anchor is deformed. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a tendon repair surgery, the twinfix distal end of the shaft was broken when it was being inserted. Surgery was completed with a back-up device instead, used in the originally drilled bone hole. The broken pieces were removed from the patient with tweezers. There was a delay of less than 30 minutes, and no further complications were reported.